Event description:
It was reported that this right atrial (ra) lead was explanted due to it presenting noisy signals, with oversensing of the noisy signals and high impedance measurements out of range. A new device was implanted. No additional patient effects were reported.